Event description:
It was reported that the device would not power off unless the battery was removed. Physio-control evaluated the device and observed that it would not complete the boot up sequence. The device had no sounds and only displayed a bar across the display. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and verified the reported issue. The root cause of the reported malfunction was determined to be a failure of the u17 ic chip.